Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device and its plunger assembly noted that both cuffs successfully captured the needles. The rail suture end attached to the plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval; therefore, contradicting the reported needle-to-cuff miss/suture retrieval issue. As the suture was not returned, it could not be determine if the knot was successfully advanced to the access site to close the vessel. A review of the finished good lot history record was performed and did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event and its investigation. Based on the investigation findings, the device performed as intended and the reported product experience could not be confirmed. No manufacturing or quality deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic percutaneous peripheral catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, no suture was attached to the needle. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.